Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer changed the supplies or cleared the alarms to address the event. Insulin delivery was resumed. The customer's blood glucose level ranged from 135 mg/dl to 276 mg/dl.